Event description:
Spontaneous call from pt to report malfunction on both of her cadd legacy pumps serial number (B)(4) (due (B)(6) 2019) and serial number (B)(4) (due (B)(6) 2020). She was instructed to go to hosp. She had been without remodulin for 2 hours. She went to the emergency room and from there was admitted to the hosp until new pumps arrived on (B)(6) 2019. Did the pt have a backup device they were able to switch to? No. If no, what was the pt instructed to do in able to continue their infusion? Pt was instructed to go to hosp. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved? Resolved. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace the device? Yes. Reported to (B)(6) by pt/caregiver.